Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer¿s current blood glucose value was 110 mg/dl. The customer treated high blood glucose with insulin pump and also took manual injection on (B)(6) 2021. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.